Event description:
A malfunction alarm was reported, indicated as "malf 0." There was no information provided regarding any impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and informed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to reach out again if the issue reappeared.